Event description:
It is reported that on (B)(6) 2012, the patient received an ncb femor plate. On her follow-up visit to her doctor on (B)(6) 2012, she was advised that another surgery is necessary due to the "fracture is not building up with bone." On (B)(6) 2012, the implanted plate broke. The patient underwent revision surgery on (B)(6) 2012. It has been noted that the patient is very over-weight.

Manufacturer narrative:
The manufacturer did not receive devices, x-ray and other source documents for review. For the device that the lot numbers were received, the history records were reviewed and found to be conforming. The current available event described points to a cause outside our area of responsibility. There is no indication for a product failure. With the information given so far, no further investigation is possible. The root cause for this event could not be identified. Should additional information become available and the device(s) be returned for evaluation an amended medical device report will be submitted. There is no need for corrective measure at this point in time. (B)(4).